Event description:
Customer reported a battery out limit alarm. The blood glucose reading was 444 mg/dl. Customer also reported that the insulin pump took longer than usual to turn on. The battery out limit alarm occurred during a bolus. She stated that she had received multiple battery out limit alarms after the battery had only been out of the insulin pump for one minute. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.